Event description:
When the ivus catheter was turned on, the patient complained of 10 out of 10 chest discomfort. The patient was even able to pinpoint where the pain was. Vitals were very high (blood pressure and heart rate were elevated). The procedure was performed and when the catheter was removed, the patient said that pain had subsided and vitals returned to baseline/normal.